Event description:
Wu et al 2021 ¿ ¿endovascular treatment of a popliteal artery aneurysm via transpedal approach: a case report¿. A 125 cm, 4-fr tempo aqua vertebral catheter (cordis) was advanced over a 0.014-inch, 300 cm runthrough wire (terumo) to perform a di-agnostic angiogram of the left lower extremity. Once the distal cap of the sfa cto was reached, a 0.018-inch glidewire gold (terumo) was used to successfully cross the cto. Thereafter, the transpedal 4-fr glidesheath was upsized to a 7-fr slender glidesheath (terumo) in order to accommodate the stents. This slender glidesheath has an out-side diameter equivalent to a 6-fr sheath but can accommodate 7-fr equipment. After pre-dilation, 3 zilver ptx 7 mm × 100 mm stents (cook) were placed from the proximal to distal direction. Intravascular ultrasound was performed to evaluate the size and length of stent needed to treat the paa. A 7 mm× 100 mm viabahn covered stent (gore) was then advanced over a 0.035-inch supracore wire and successfully deployed. Off label use: zilver ptx used in below the knee popliteal artery. Patient outcome: at 1- and 6-months follow-up, the patient reported significant improvement of his symptom.

Manufacturer narrative:
PMA/510(k) # p100022/s014. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
This report is being submitted as a cancellation report following an update to the complaint description and re-assessment of the complaint. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Updated complaint description: wu et al 2021 ¿ ¿endovascular treatment of a popliteal artery aneurysm via transpedal approach: a case report¿. A 125 cm, 4-fr tempo aqua vertebral catheter (cordis) was advanced over a 0.014-inch, 300 cm runthrough wire (terumo) to perform a di-agnostic angiogram of the left lower extremity. Once the distal cap of the sfa cto was reached, a 0.018-inch glidewire gold (terumo) was used to successfully cross the cto. Thereafter, the transpedal 4-fr glidesheath was upsized to a 7-fr slender glidesheath (terumo) in order to accommodate the stents. This slender glidesheath has an out-side diameter equivalent to a 6-fr sheath but can accommodate 7-fr equipment. After pre-dilation, 3 zilver ptx 7 mm × 100 mm stents (cook) were placed from the proximal to distal direction. Intravascular ultrasound was performed to evaluate the size and length of stent needed to treat the paa. A 7 mm× 100 mm viabahn covered stent (gore) was then advanced over a 0.035-inch supracore wire and successfully deployed. User error: zilver ptx was placed via retrograde transpedal access. This approach is not consistent with the ¿standard techniques for interventional vascular procedures¿ specified for use in the IFU precautions section.

Manufacturer narrative:
PMA/510(k) # p100022/s014 this report is being submitted as a cancellation report following an update to the complaint description and re-assessment of the complaint. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.